Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced hyperglycemia to 295 mg/dl after incorrectly announcing the meal size, believing a usual amount would be consumed but ingesting more carbohydrates, which the user identified as a meal announcement error; no alarms or alerts occurred. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included insufficient information. Customer care agent performed investigative communication with the user and analysis of user-provided information. Investigation of this case revealed a usage problem with no device problem found, characterized as improper or incorrect procedure related to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.